Event description:
Received reports of no stimulation sensation on right leg even after increasing stimulation settings. They are feeling stimulation on left leg. There is no known accident or incident related to this complaint. The stimulation stopped end of (B)(6)/early (B)(6). States they are seeing all three green lights on back of patient programmer. In (B)(6) 2009, hcp stated he would not do a dorsal spinal cord stimulation revision since these are surgically implanted leads. He would program around them until such time there is a need for removing or replacing these leads due to high impedance or electrode migration. Fluoroscopic assessment of the leads revealed no dimpling, migration or any extraction of the leads from the extension set. Additional information in (B)(6) 2010 states extensive reprogramming was tried. Patient experienced sensory changes and shocking. Hcp states a lead revision is going to be done but isn't scheduled yet. Per hcp no injury to patient. If additional information becomes available a follow up report will be filed.

Manufacturer narrative:
(B)(4).